Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the device's log files of the customer's report was provided. Review of the log files showed normal function overall, detecting cables and ECG signals properly. However, there were intermittent "pads on" and "pads off" messages, along with a "short detected" message, likely caused by a loose connection between the pads and the multifunction cable (mfc). The customer is advised to test or scrap the accessory used during the event. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 2-month-old male patient, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2025-01418 for a similar event reported from the same customer.